Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a laminectomy spine surgical procedure, it was observed that the tip of the attachment device was separating at the motor section of the device. It was reported that there was no delay in the procedure due to the event, as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was separating was confirmed. An assessment was performed and it was observed that the nose tube came loose. It was determined that this condition was due to degradation of loctite thread locker adhesion to the threaded mating inner locking mechanism components. The assignable root cause of this condition was determined to be component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.